Event description:
Patient reported unknown side "multiple breast implantations done, each one resulting in being ruptured and removed". Devices have been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.